Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0srht, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a urinary tract infection (uti) that was diagnosed 3 weeks ago. It was noted the patient was still feeling stimulation in the correct area (bike seat). The location of the symptoms was reported as "bathroom use." The change in therapy/symptoms was considered sudden. The patient was going to the restroom without notice during the day and having a very hard time at night starting 4-6 weeks ago. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was provided regarding this event. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s spouse reported that the device was not working and the patient was wetting herself about seven times a day. She experienced a loss or change of therapy and had four accidents a day during the daytime and two to three accidents every night. She was going to the bathroom before she actually got to the bathroom. She was also experiencing issues on and off with her bowels. These issues started in (B)(6) 2016. The patient¿s managing physician was a far drive away and she had seen a few urologists in town, but they had been unable to assist her. Previously, the patient was experiencing numerous urinary tract infections constantly since implant, but they finally had those under control. She did not feel stimulation and therapy was on. Stimulation was increased from 1.8 to 2.20 on program 2, where the patient was feeling stimulation comfortably and in the correct bicycle seat area. The reporter planned to keep track of symptoms on the new setting and would contact the healthcare provider to discuss the issues and seek guidance.